Event description:
It was reported by the plaintiff's attorney that the pt was implanted with a miniarc sling system on or about (B)(6) 2010. It was alleged the pt experienced "injury to person" and hospitalization." No add'l details were provided at this time.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.